Manufacturer narrative:
Device evaluation: flat creases. One curved opening and white particles in device inner surface. Leak test and microscopic analysis was performed which identified, total delamination of valve and one opening striated. Based on the device analysis, the final assessment is: total delamination of valve assessed, as adhesive failure. One opening striated in the side radius assessed, as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device remains implanted.